Event description:
Hcp reported pt with shocking sensation in the back. Cold and numbness felt in leg. Revised in o.r. Pt has moderate to severe low back pain in area of device implantation. The device was not returned to the MFR for analysis. A follow -up report will be sent if add'l info is received.